Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver wire popped off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use with no damage noted. The issue occurred while sewing the mesh in. The instrument did not collide with any other instrument or tool during the procedure. No issues related to opening/closing of the grips. It was unknown if issues related to left/right (yaw) motion of the grips. No issues related to up/down (pitch) motion of the wrist. One cable was noted to be protruding from the distal end of instrument that controls opening/closing of the jaws. No fragment fell into the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.